Manufacturer narrative:
PMA/510(k): k212323. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. However, thirty-eight devices from other lot numbers but the same rpn were returned and evaluated. Sealed device/sample #'s: (1-2) lot# w4460104. (3-10) lot# w4662490. (11-18) lot# w4522251. (19-21) lot# w4462061. (22-25) lot# w4472854. (26-38) lot# w4473534. All of the returned devices were functionally tested to verify open/close and then clip deployment. The results are as follows: sealed devices #1-2, #19-25, #27, #31-34, #36-38: these clips tromboned (housing detached from cath attach) and were unable to be deployed. In addition, during removal of the device from the endoscope, the clip detached from the housing. Therefore the complaint was confirmed for these sealed devices. Sealed devices #4, #8, #26, #28-30: these clips tromboned (housing detached from cath attach) and were unable to be deployed. There were successfully removed from the endoscope without detaching from the housing. Therefore the complaint was confirmed for these sealed devices. Sealed devices #3, #5-7, #9-18, #35: these clips were able to be open/closed and then fully deployed. Therefore, the complaint could not be confirmed for these sealed devices. A review of the device history record for the used devices could not be conducted because the lot number was not provided. The device history records for the unused devices were reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our functional evaluation of the returned sealed devices confirmed the report. For the reported used devices the report could not be confirmed as the device was not returned. The unused product returned were of two different design versions. Of the six lots represented in the return four were from a previous version that was revised under a corrective action to address deployment problems. Of these, 21 out of 22 samples did not meet the functional verification. As this is a previous design further action is not required. The other two lots represented in the return are of the current device design. Of these, 2 out of 16 samples did not meet the requirements for the functional verification. For this design a corrective action is in process to reduce occurrences of deployment difficulty specifically related to the clip housing detaching from the cath attach. The instructions for use states: "uncoil device. Verify smooth handle operation and clip action. Open clip by gently moving handle spool distally (away from handle thumb ring). Once clip is fully open, do not continue advancing handle spool as clip may prematurely detach from catheter. Close clip by moving handle spool proximally until clip is fully closed. Precaution: do not continue to pull handle spool beyond tactile resistance as this may prematurely deploy clip." The instructions for use states: "with clip closed and without holding handle spool, advance device in small increments into accessory channel of gastroscope, duodenoscope, or colonoscope. Note: if difficult to advance device, relax elevator and/or straighten endoscope.¿ failure to follow the instructions above can result in damage to the device which may lead to premature clip deployment. Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action was previously implemented in an effort to reduce occurrences of this nature. An additional corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During unspecified procedures, the physician used cook instinct plus endoscopic clipping devices. It was reported that multiple times the clip would not detach from the shaft [moved in a tromboning motion]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
PMA/510(k): k212323. The investigation is on-going. A follow-up emdr will be submitted within 30 days of submission of this report.